Event description:
Fibrocystic disease, breast pain and tenderness with implants, back and left breast burning, left upper arm and shoulder burning, concerns about scleroderma, cosmetic surgery of forehead flaking, itching and painful, presistent diarrhea, mobility problems, joint pain, joint and body stiffness, severe fatigue, flu symptoms, stress, aching all over, muscle aches and pains, trouble sleeping because of pain, memory problems, right arm numbness and tingling, colitis/irritable bowel, left implant looks like it has collapsed, left implant not positioned correctly, arthritis symptoms, ankle and knee swelling, pain and stiffness, hand, finger and foot swelling, hot flashes, rashes, breasts very tender and sensitive, extremities cold and painful, no strength in legs and ankles, left implant wrinkles/visible outlines, eyes burning, and herpes virus due to immune problem.